Event description:
The customer reported that the device is showing a low battery when plugged into the wall. No pt info provided.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.